Event description:
The patient received the scs system on (B)(6) 2010. It was reported that the patient was getting stimulation in the ribs and an inadequate stimulation in the legs. Different programs were unable to resolve the issue. Patient hyper-extended his knee and was attending physical therapy. X-ray did not reveal any changes to the lead. The patient was scheduled for a lead replacement. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.